Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10e04033, h10g26065, h10h30032, h10e04033, h10i22029, h10i24066, and h10j11054 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis with (B)(6), gram negative organism (unspecified), and gram positive organism (unspecified) coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On unreported dates, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unknown date, the patient experienced peritonitis. It was unknown to the patient what caused the peritonitis. On (B)(6) 2011, the patient was hospitalized. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. On an unreported date, the patient recovered. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided.